Event description:
The clinician reports that the day the implant was placed in ADA 12, failure occurred upon insertion. Details of surgery: Primary stability not achieved. No product was returned to the manufacturer. There were no reported patient injuries or complications.